Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The physician alleges that during a uterine fibroid embolization [ufe] procedure the catheter tip detached within a patient. The patient originally presented pre-procedure with several comorbidities and poor diagnosis. Vascular access was acquired via the right contralateral retrograde femoral artery. The physician had negotiated the iliac bifurcation to reach the contralateral uterine arteries and during catheter manipulations the 5f catheter detached into two pieces. The physician noted that the patient's anatomy was unremarkable. The physician successfully externalized the two foreign bodies with a vascular snare device thus liberating the vessel. The physician was able to complete the ufe procedure by acquiring secondary access from the patient's contralateral femoral artery with a micropuncture assembly, and a new catheter. Selected embolic's were injected into the patients' blood supply successfully embolizing the targeted fibroids. The procedure was completed, and the patient was transferred to a recover ward for observation. The patient expired in the recovery ward post procedure. The physician has confirmed that there was no suspected association between the patient death and the catheter detachment.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.